Manufacturer narrative:
The device was not returned for a technical analysis and the investigation did not reveal any potential manufacturing issues, therefore, the root cause could not be definitively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was having difficulty charging the ipg. It was noted that the patient's ipg was slightly tilted the patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg was not returned.

Manufacturer narrative:
The returned spectra wavewriter (sc-1160 sn (B)(6)) was analyzed and the returned device was not functional when it was received in the lab. It could not be charged nor establish communication with an rc or cp. An internal electrical test revealed excessive current leakage due to asic u3 damage. A review of the system data log confirmed that that patient had difficulty charging the ipg due to low charge current likely caused by device migration or orientation issue. Battery depletion rate prior the explant procedure is within the expected range. With all the available information, boston scientific concludes the allegation of the patient experiencing pain and discomfort due to migration and the allegation of difficulty charging has been confirmed. The probable cause selected for this case is known inherent risk of device.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was having difficulty charging the ipg. It was noted that the patients ipg was slightly tilted the patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg was not returned. Additional information was received that the explanted ipg was returned.